Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction corroded cover was traced to component failure and white residue inside air water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, white residue inside air water channel and cylinder, and corroded cover was observed. The repair center technician assessed the condition and determined that the cause of white residue could not be established and corroded cover was due to component failure. There was no patient involvement.